Manufacturer narrative:
One capnograph was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, device would not power on despite a known good battery being inserted. Additional visual inspection of the monitor found the keypad tail that controls the on/off button was unplugged. This was then plugged back in and the monitor powered on once again. It was noted however that the lcd had missing segments, and connector and lcd were replaced. The reported customer complaint was confirmed and the problem source was determined to be user interface due to impact .

Event description:
Information was received that a smiths medical capnocheck monitor does not turn on even with a new battery. No adverse effects reported.